Event description:
Reporter alleged the customer obtained the results of 180 or 182 mg/dl and about 100 mg/dl back to back within 10 minutes on the aviva system. Reporter stated he gave the customer insulin based on the breakfast she was going to eat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Based on the report information, submitted to (B)(4) on (B)(6) 2010, "twice the user pulled back the stylet a little bit and then cut off the end of the PICC for proper size, and then proceeds to re-insert the stylet to insert. The stylet would not allow to be re-inserted and it almost appeared that there was a minor kink in the PICC and/or stylet near the lower 1/3 of the distal tip. Otherwise she had no other problems with the piccs and there was no patient incidents related to this issue." The product sample was returned for examination. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.